Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic procedure, the bronchovideoscope's image appeared completely black. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. See updates to b5, g4, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation results, the image is not displayed due to damage to the scope connector (s-connector). The exact root cause could not be determined, but it is likely related to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
The procedure was a bronchial examination, and it was completed using an olympus back up device.